Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range right ventricular (rv) impedance measurements, as well as high atrial impedances. It was noted that the patient would be scheduled for a lead revision. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed, during which this device was electively explanted due to being near elective replacement indicator (eri).

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.